Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. At the time of the occlusion, the customer reverted to manual injections for insulin therapy. A cartridge change was performed resolving the issue. While changing the cartridge, insulin drips were not observed to be dripping out of the infusion set tubing and cartridge tubing during the load fill tubing sequence and the insulin gauge displayed an inaccurate fill estimate. Customer's blood glucose ranged from 54-276 mg/dl. A new cartridge was successfully loaded, and customer resumed insulin therapy.